Manufacturer narrative:
Serial number was updated.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of high erroneous results for 1 patient tested for amyl2 -amylase eps ver.2 (amyl2) and lipc lipase colorimetric assay (lipc) on the cobas 6000 series system, cobas 6000 core unit. The erroneous results were reported outside of the laboratory. The initial amyl2 and lipc results were not provided. The initial sample was automatically repeated and the amyl2 result was 259 u/l and the lipc result was 651 u/l. These results were reported outside of the laboratory. The patient went to a different laboratory in a hospital and the results from a different sample were "normal." The actual results were not provided. It is not known what type of instrument was used in the different laboratory or which tests were actually run. According to product labeling, expected lipc results for adults are 13-60 u/l and expected amyl2 serum/plasma results for men/women are 28-100 u/l. The initial sample was repeated on (B)(6) 2016 and the amyl2 result was 259 u/l and the lipc result was 409 u/l with a data flag. No adverse event occurred. The amyl2 reagent lot number was 166610 with an expiration date of 07/31/2017. The lipc reagent lot number was 179823 with an expiration date of 09/30/2017. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since calibration and quality control results were acceptable, a general reagent issue is not likely.